Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector pins were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported an x-ray disabled error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.